Event description:
It was reported that 3 days post-op after a rectum cancer resection procedure, the pt experienced blood loss around 500 cc. The pt was returned to surgery and found stoma was bleeding. Hand sewing was used to stop the bleeding. No transfusion was required. The surgeon suspects the staples were malformed. There was no further consequence to the pt.